Manufacturer narrative:
On 20-jan-2017, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that air had gotten into the system the day before. He advised the customer to flush the system several times and the pressure returned to normal. The customer adjusted the flow rate which returned the retention time to normal. The most probable cause of the reported event was due to an incorrect retention time. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 , a customer reported wide expanded peaks on their g8 analyzer. The customer is unable to report hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.